Manufacturer narrative:
The reported event of unable to advance stylet within the lead was confirmed. As received, a complete lead was returned in one piece without the stylet. X-ray examination found the inner coil inside the connector region was overtorqued with two filars of the inner coil broken/separated, consistent with procedural damage. The stylet insertion of the lead could not be tested due to overtorqued inner coil inside the connector region. The cause of the reported event was isolated to the overtorqued inner consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, the stylet was unable to advance within the right atrial (ra) lead while attempting to reposition the ra lead to a more optimal position. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.